Event description:
It was reported that during testing conducted at the manufacturer facility the bur flew out of the micro drill medium straight attachment and that the cut test had to be aborted. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have internal widespread debris and corrosion. The device was discarded by the manufacturer.